Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a fracture repair of distal femur with nail, two radiolucent drill bits broke at the cutting end. It was also reported that the drill fragment is completely buried in the bone and cannot be removed. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.this report is for the second drill bit that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a fracture repair of distal femur with nail, two radiolucent drill bits broke at the cutting end. It was also reported that the drill fragment is completely buried in the bone and cannot be removed. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second drill bit that broke.